Event description:
The patient presented in the hospital after receiving multiple shocks in her home, ambulance and in the hospital due to noise on the rv lead. There is no change in pacing lead impedance, sensing or threshold. The noise was not reproducable. This system was explanted and was not replaced. The ram dump is included with this report.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mol1. The ICD was implanted for 30 months and 51 charging cycles were recorded to the ICD's memory. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out and there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the ventricular as well as the farfield-channel. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the ICD was fully functional. There was no indication of a material or manufacturing problem.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data have been analyzed. During the analysis of the available iegm's noise was observed in the right ventricular channel, resulting in several charging cycles and subsequent shock delivery. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data confirmed the clinical observation, however, based on the available device data a conclusion towards the root cause of the observed noise cannot be drawn.